Manufacturer narrative:
Device analysis for the lead revealed a reliability non-conformance. Two conductors were broken 15.5 cm from the distal end and one conductor is broken 16.9 cm from the distal end of the lead.

Event description:
It was reported the patient returned to the hospital for a loss of stimulation feeling. The impedances were measured from the implantable neurostimulator (ins) were all >4000 ohms, and the impedances measured from the lead were all >10,000 ohms. The lead was replaced on (B)(6) 2014 with the same model. It was reported the patient was now feeling correct the stimulation and felt fine. It was noted the patient felt pain and less than 50% therapy relief. Additional information received reported x-rays were performed but results were not reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.